Manufacturer narrative:
The four devices were reported as returning for investigation. To date, the devices have not been received. A follow up report will be submitted once the investigation and lot history review are completed. The three add'l devices used in the same procedure were filed under MDR 2032380-2011-00053, 2032380-2011-00059 and 2032380-2011-00061. (B)(4).

Event description:
It was reported to arthrocare on (B)(6) 2011 that a pt underwent an arthroscopic rotator cuff repair procedure, using four opus speedscrew 5.5 implants. Allegedly, all four of the implants bent when the surgeon was attempting to place them in the pt's shoulder. One of the implants broke into two pieces and got stuck in the pt's shoulder. It was reported that all pieces were removed from the surgical site, but resulted in a surgical delay of approximately 40 minutes. The surgery was completed without further incident.